Event description:
It was reported that a spectrum infusion pump alarmed system error 322 (link switch error (low)) during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "error 322" was not reproduced. A review of the event history log revealed multiple "error 322" messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the link which was sticking and was out of adjustment. The link required to be adjusted to address the issue. Should additional relevant information become available, a supplemental report will be submitted.